Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline communication fault alarm. Log files confirmed driveline comm fault events throughout its history. The system controller and modular cable were exchanged and no further alarms were noted. Follow up log files had no further driveline comm faults.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller. The log files contained approximately 1 day of relevant data combined ((B)(6) 2024 per the timestamp). The log files captured a driveline communication fault alarm from the beginning of the log files (captured on (B)(6) 2024 at 01:22:21) to (B)(6) 2024 at 10:11:34. The alarm resolved once the driveline was disconnected on (B)(6) 2024 at 10:11:34 to exchange the system controller. The exact time that the alarm activated and the initial conditions that caused the alarm to activate cannot be determined from this log file as the data was overwritten by newer incoming data. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The log files contained approximately 23 days ((B)(6) 2000, (B)(6) 2024 per the timestamp). The log files captured a driveline communication fault alarm from the timestamp of (B)(6) 2000 at 20:47:05 to (B)(6) 2024 at 09:59:09. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the alarm activated and the initial conditions that caused the alarm to activate cannot be determined from this log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The system controller and backup battery were shipped to the customer on 15feb2024. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline communication fault and controller clock not set alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.